Manufacturer narrative:
The device was evaluated and the reported problem could not be duplicated. The system is operating within manufacturer specifications. The cause of the reported problem could not be determined. The lot history, trend analysis, risk analysis, and/or directions for use were reviewed and considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The device was evaluated at the site and the reported problem was not duplicated. The investigation is ongoing.

Event description:
The user facility reported the system froze and shut off. No patient impact reported.